Event description:
I had the lap band placed in (B)(6) on (B)(6) 2007. On (B)(6) 2008, I had developed a hiatal hernia at the site of the placement. All fluid was removed from the band, doctor would not take out at that time. For the next 3.5 years, I was constantly vomiting with almost anything I ate. I ended up losing 2 teeth. On (B)(6) 2011, I ended up in emergency surgery when my band slipped and almost killed me. It had twisted my stomach and ended up cutting off all the blood supply to my stomach ending with necrotic stomach and gangrene. I had to have it emergently removed along with a good portion of my stomach. I had a partial wedge gastrectomy in order to remove the damage. Was in the hospital for 8 days and since have developed rheumatoid arthritis, fibromyalgia, ibs, tmj, osteoarthritis, esophageal damage and vagus nerve damage. Doctor states that these were due to the band, vomiting, and the trauma that my body went through when the band slipped.